Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details and signature requirement, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.